Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer experienced an elevated blood glucose (bg) of over 600 mg/dl. Reportedly, there was a possible infection or stomach virus that was causing the customer to experience elevated bg. Customer delivered correction boluses and changed cartridge and infusion set to treat bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.